Event description:
The customer reported that the system displayed a disk boot failure and wold not boot up. This resulted in a total loss of navigation functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sata cable connectors were reseated during the svc call. The system was tested and found to be working as intended and returned to service.